Manufacturer narrative:
The device remains implanted with the new rv lead, and the explanted lead was not returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker and associated right ventricular (rv) lead was admitted to the hospital after experiencing several syncopal episode. A review of the patient and device found a decrease in the rv pacing impedance measurements as well as highly carrying pacing threshold measurements. The patient reported they were resting or sitting during the syncopal events. X-rays were performed and it appeared the lead was tight or did not have any slack. A plan was made to revise the rv lead in the coming weeks. The field representative discussed the case with technical services, who suggested troubleshooting steps to evaluate the lead, with patient movements and pocket manipulation. However, three days after the patient was admitted, the physician explanted the rv lead and replaced it with another of the same model. Good measurements were observed with the new lead. No troubleshooting had been performed, and the explanted lead was discarded at the hospital after the procedure. No additional adverse patient effects were reported.